Event description:
Volume discrepancy was noted during an implant. It was initially reported that the hcp (health care professional) may have seen a kink in the catheter and they had verified patency through the cap (catheter access port) before connecting the catheter to the sc connector side at implant. The arv: 20ml, erv: unknown. Hcp removed the full amount that was filled at implant. Dye study could not be performed because, they could not aspirate through the cap whether. Roller study showed rollers turning. Pump was refilled with a higher concentration dilaudid. Bridge bolus was stopped. Two days later it was reported that patient was still in pain. No interventions were carried out at the time of this report.

Manufacturer narrative:
(B)(4).